Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes (undisclosed). Meter was not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for defective lcd. Customer stated the true track meter screen has ink spots. At the time of the call, the customer reported not feeling well and did not specify her symptoms. Customer stated she may/may not seek medical attention; customer stated she wanted to continue the call. Customer stated the meter has not been dropped and there is no physical damage to the meter. Customer did not take any medication based on the results. Customer's test strips are expired: manufacturer¿s expiration date is 07/31/2020.